Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2 not detected on bus. The customer rebooted the machine and replaced the failed cubie, but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was not detected on bus. A field service engineer fse found that main legacy drawer 2 was not being detected on the bus and had failed per the user. All board lights were confirmed to be on, and all cables were reseated. It was then confirmed that the main drawer 2 board was completely out and had no lights. The fse replaced the drawer board along with the flat flex cable, rebooted the machine, and verified that all lights were on and functioning. The customer performed an inventory count, and full height main drawer 2 operated successfully for opening and closing. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.